Event description:
It was reported that the patient experienced an epidural hematoma at c2-c5 that was deemed to be causally related to the procedure. It was noted the hematoma and leads were removed by the neurosurgeon; the patient had a laminectomy and was to remain the hospital. The patient was hospitalized on (B)(6) 2022. It was stated that the cause was related to the procedure and was not related to the device/therapy. The patient¿s status was unknown as of (B)(6) 2022. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977d260, lot#: 0223481930, implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: screening device. Product ID: 977d260, lot#: 0223481928, implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 03-sep-2025, UDI#: (B)(4). Product ID: 977d260, serial/lot #: (B)(4), ubd: 03-sep-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the clinical team. It was reported that the bleed occurred at the lead epidural interface. The leads were removed. The event was recovered/resolved on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the hematoma occurred around c2-c6 and that the patient had a bleed into the epidural space around the location of the scs trial lead tips. The epidural hematoma around c2-c6 was confirmed via magnetic resonance imaging on (B)(6) 2022 and was deemed clinically significant. A computed tomography scan and blood test from the same date produced ¿noncontributory¿ results and were deemed not clinically significant. The patient received treatment in the form of decompression and evacuation of the hematoma. It was noted the patient¿s trial leads were possibly related and that the patient¿s therapy was not related to the adverse event. No further complications were reported or anticipated.